Event description:
The clinician reports the implant was inserted (B)(6) 2000 in fdi 26. Sinus augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to themanufacturer. At the event the patient experienced: peri-implantitis, mobility and inflammation. No further patient complications were reported.